Event description:
Laerdal medical corp was informed in 2008 by laerdal medical as that a letter was received by a laerdal distributor in israel from a doctor alleging that a laerdal device was connected to a pt tube and that pressure from "the 'wall oxygen' went directly to the pt, putting him in a serious harm of acute hyperinflation, pneumothorax and a risk to his life."

Manufacturer narrative:
The resuscitator returned to laerdal medical as (lmas) was a hybrid device with parts from at least 2 mfrs. This incident is being reported as a MDR because some laerdal parts were used to make the hybrid device alleged to have been involved in the incident. The returned device is being examined at lmas and no conclusion has yet been reached. An update will be filed when laerdal's eval is concluded.